Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® bio-a® tissue reinforcement instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic hernia repair on (B)(6) 2014 whereby a gore "bio-a mesh" was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. The following was reported: "ms. Cox had a 10 x 7 cm bio-a bioabsorbable mesh implanted on (B)(6) 2014 for repair of a paraoesophageal hiatal hernia. (See op. Report and billing). Patient experienced 2 months of intractable vomiting and nausea. On (B)(6) 2014, plaintiff underwent another surgery to, among other things, remove the bio-a mesh, which had become densely adherent to the stomach, and to repair a recurrence of the hiatal hernia. This dissection took more than 1.5 hours. The stomach was noted to have significant fibrotic response." She then had a number of follow up admissions for pain or nausea, but these appear to be related to diverticulitis diagnosis." It was reported the patient alleges the following product deficiencies: strict products liability, negligence, implied and express warranty, fraud, fraudulent concealment, punitive damages, loss of consortium. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g07001: part/component/sub-assembly term not applicable. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1994, 2240, and 3191 other code used for "she then had a number of follow up admissions for pain or nausea, but these appear to be related to diverticulitis diagnosis.", "remove the bio-a mesh, which had become densely adherent to the stomach", "loss of consortium", "the stomach was noted to have significant fibrotic response.") Were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6), 2014 through to (B)(6), 2014 and not all records received in this time span are relevant to the gore® bio-a® tissue reinforcement. Patient information: medical history: ¿ unknown date: diverticulitis. ¿ (B)(6) 2014: hiatal hernia. ¿ (B)(6) 2014: gastroesophageal reflux disease [gerd]. ¿ (B)(6) 2014: cameron ulcerations resulting in anemia and a large type 3 hiatal hernia. ¿ (B)(6) 2014: recurrent paraesophageal hiatal hernia . ¿ (B)(6) 2014: incarcerated intrathoracic stomach. Surgical procedures: ¿ unknown date: tubal ligation. ¿ unknown date: cholecystectomy. ¿ (B)(6) 2014: laparoscopic nissen fundoplication. Repair of large type 3 hiatal hernia with ¿bio-a mesh crural reinforcement¿. Implant: gore® bio-a® tissue reinforcement. ¿ (B)(6) 2014: laparoscopic repair of recurrent hiatal hernia. Esophagogastroduodenoscopy (egd) with peg tube placement. ¿ (B)(6) 2014: egd ¿ (B)(6) 2014: egd. Extensive lysis of adhesions. Recurrent hiatal hernia repair. Gastropexy. Laparoscopic gastrostomy tube placement. Left chest tube placement. Relevant medical information: ¿ (B)(6) 2014: emergency department. ¿abdominal pain, started beginning of last week on and off, gradually worse. Pain to lower abdomen, radiates to back. History of gastroesophageal reflux disease. Impression: abdominal pain of unknown etiology; diverticulitis.¿ ¿ (B)(6) 2014: CT abdomen/pelvis. Findings: ¿moderate-sized hiatal hernia.¿ impression: ¿nonobstructing large left renal stone. Suspected sigmoid diverticulitis, treatment and follow-up colonoscopy suggested.¿ ¿ (B)(6) 2014: hpi: ¿abdominal pain, left lower quadrant radiating across lower abdomen, sharp, 8/10. Pain off and on for the past few weeks. Exam: abdomen: tender to palpation, left lower quadrant. Assessment: acute diverticulitis. Plan: admit.¿ ¿ (B)(6) 2014: upper gi with kub [kidneys ureters bladder]. ¿indication: abdominal pain, history of hiatal hernia with ulcer. Impression: tertiary contractions in the esophagus. Large hiatal hernia.¿ ¿ (B)(6) 2014: office notes. ¿evaluated for symptomatic hiatal hernia. Has a large hiatal hernia that is causing a lot of symptoms. Reflux symptoms, early satiety, bloating, shortness of breath. Has known cameron ulceration. Assessment/plan: sounds as if she does have a symptomatic large hiatal hernia. Already scheduled for manometry and ph probe.¿ implant preoperative complaints: ¿ (B)(6) 2014: office visit. ¿motility study was normal, showed some esophageal body function, peristalsis with small and large peristaltic breaks. It was felt that this motility was adequate for paraesophageal hiatal hernia repair. She is still suffering from reflux symptoms. Assessment and plan: scheduling her for a laparoscopic hiatal hernia repair with nissen fundoplication.¿ implant procedure: laparoscopic nissen fundoplication. Repair of large type 3 hiatal hernia with bio-a mesh crural reinforcement. [Implant: gore® bio-a® tissue reinforcement, no product ID, 10 x 7 cm] implant date: (B)(6), 2014 [hospitalization (B)(6), 2014]. ¿ description of hernia being treated: ¿after informed consent was obtained from the patient, all questions were answered, patient brought to the operative suite and placed in the supine position. General endotracheal anesthesia was performed. The patient was prepped and draped in the usual sterile fashion. I entered the abdomen using a 5 millimeter optical trocar in the supraumbilical area approximately 15 centimeter inferior to the xiphoid process. Abdomen was insufflated with co2. Scope was introduced. There was no evidence of trocar trauma. I then placed two 5 millimeter trocars laterally on the patient¿s life [sic] side, a 5 millimeter trocar on the right side. This was all done under direct visualization of the camera. Nathansen retractor was then placed inferior to the xiphoid process. This was done without difficulty and left lobe of the liver was retracted. The patient was found to have a large type 3 hiatal hernia, probably about half of the stomach was in the chest. At this point, I started on the greater curvature of the stomach, taking down the short gastric vessels. This was performed with the harmonic scalpel, continued up to the left crus and was able to grasp the hernia sac. I then was able to transect the hernia sac on the crus, all the while reducing the hernia sac. This was performed posteriorly as well as all the way anteriorly. I then moved to the right side, took down the pars flaccida with the harmonic scalpel, worked my way up on the right side, worked my way just medial to the right crus and I was able to grasp the sac and again I transected it and was able to reduce it back within the abdomen. At this point, I felt like I had good esophageal length. The stomach freely sat within the abdomen. I then performed a crural closure with 0 ethibond suture in simple interrupted fashion. Next, I went posterior and I was able to grasp the fundus and bring it around to perform a 360 degree wrap 56-french bougie was then placed through the esophagus and I performed a wrap over the 56-french bougie. Three sutures were used, the 1st two making sure to get fundus as well as esophagus. At this point I felt like I had a nice floppy and loose wrap. I removed the bougie and I was able to easily get my grasper up underneath the wrap in an open position. It was definitely very loose and floppy.¿ ¿ implant size and fixation: ¿I then cut a piece of bio a crural mesh to size. It was then placed over the crural repair and then tacked in place with tisseel. Next, dr. (B)(6) performed an egd and the wrap looked good. There was no evidence of bleeding, I removed the retractor and then deflated the abdomen, removed the trocars and then closed the incision sites with 4-0 vicryl.¿ ¿ (B)(6) 2014: billing. Graft soft tissue 10x7cm synthetic bio-a bioabsorbable ¿ log78501. ¿ (B)(6) 2014: discharge summary. ¿postoperatively, she did quite well. On postoperative day 1, she was tolerating a diet. She was discharged home and told to return to clinic with me in 1 week.¿ relevant medical information: ¿ (B)(6) 2014 ¿ (B)(6) 2014: inpatient admission. O (B)(6) 2014: emergency department. ¿postop abdominal pain that began this morning. There is associated constipation and emesis. She states she has not had a bm since a recent surgery on (B)(6), 2014. She took two stool softeners this morning. Her pain began an hour after taking the stool softeners. Exam: abdomen: soft. Bowel sounds normal, no distension, no mass, tenderness (suprapubic). Impression: abdominal pain. Ileus. Does not agree with results and requests a consult with her surgeon.¿ o (B)(6) 2014: CT abdomen/pelvis indication: probable ileus, abdominal pain, postop ileus. Impression: there is a large hiatal hernia with the majority stomach within the chest. There is a radiopaque density seen within the body and antrum of the stomach with surrounding scar artifact. There is moderate distention of the remainder of the stomach within the abdominal cavity and fluid and debris. Addendum: after further discussion with dr. (B)(6) the air or fluid above the diaphragm this could possibly be in a potential space from a recent niesen [sic] fundoplication and withdrawal the stomach into the upper abdomen. The possibility of a small amount of residual or recurrent hiatal hernia cannot be excluded. The patient is scheduled for a limited esophagram and upper gi later today. O (B)(6) 2014: fluoroscopy upper gi with kub. ¿there is a fairly large hiatal hernia projecting into the mid and left lower chest containing approximately 1/3 of the stomach.¿ o (B)(6) 2014: x-ray acute abdominal series with chest. Impression: ¿bowel gas pattern suggestive of ileus. Clips in the right upper quadrant. Large stone in the left kidney. Large hiatal hernia.¿ o (B)(6) 2014: history & physical. ¿had a periesophageal hernia which was reduced and repaired with mesh. There appears to be an anterior thoracic portion of the stomach with a fair amount of food in the remaining portion of the stomach, and there are some air-fluid levels in the proximal portion of the stomach near the presumed wrap. Impression: postoperative nausea and vomiting. Nissen fundoplication, possible ileus versus secondary effects of narcotics versus early partial small bowel obstruction.¿ o (B)(6) 2014: operative report. Procedure: laparoscopic repair of recurrent hiatal hernia. Egd with peg tube placement. ? Procedure: ¿after informed consent was obtained from the patient, all questions were answered, patient brought to the operative suite and placed in the supine position. General endotracheal anesthesia was performed. The patient was prepped and draped in the usual sterile fashion. At this point, I entered the abdomen using a 5 millimeter optical trocar in the previous supraumbilical incision; this was done without difficulty. Abdomen was insufflated with co2. Scope was introduced. There was no evidence of trocar trauma. I then placed 5 millimeter trocars on the left side through the previous incision sites, 5 millimeter trocar was placed in the right side through the previous incision site. A small incision was made through the previous incision inferior to the xiphoid process and the nathasen retractor was placed through this incision site. The left lobe of the liver was retracted. At this point, I was able to examine the stomach. It looked as if the wrap herniated back through my hiatal hernia repair posteriorly. At this point, I was able to grasp the stomach and begin pulling the wrap back down out of the stomach. It was somewhat difficult, but eventually I was able to get it completely down and there seemed to be no tension pulling the wrap back up into the chest. I did take a look at my hernia repair and it looked as if it might need to be tightened just a bit, so I placed one more #0 ethibond suture in the hiatus and tightened my hiatal hernia repair. It did not appear too tight, but seemed to be a little be [sic] snugger fit. At this point, I took a look at the rest of the stomach, there appeared to be no injury. Wrap seemed to be fully intact, to be in good position. I then used the scope and advanced through the esophagus and the stomach. Stomach was full of gastric contents and actually had a lot of food particles. On retroflexion, the fundus appeared normal. The wrap appeared to be intact. I then decided to perform a peg tube placement so that it would act as a gastropexy and also be a way to vent her stomach since it looked like her stomach had been so dilated. At this point, I deflated the abdomen. I was able to transilluminate through the anterior abdominal wall and placed my needle in through the wall of the stomach. I was able to grasp the wire which was placed through the needle and this was grasped with the snare and then brought up through the mouth. The peg tube appeared to be in good position. I then reintroduced the scope and the peg tube appeared to be in good position within the stomach. At this point, I reinflated the abdomen and took a look at the hiatal hernia repair which appeared to be in good position. The peg tube appeared to be in good position. There was no bleeding. I then removed the nathansen tractor and deflated the abdomen and closed the incision sites with 4-0 vicryl. The patient tolerated the procedure well.¿ o (B)(6) 2014: discharge summary. ¿paraesophageal hiatal hernia repair. Her wrap had herniated up into her mediastinum. Postoperatively, she did quite well. She was discharged home, told to return to clinic with me in 1 week.¿ ¿ (B)(6) 2014: emergency department. ¿two recent abdominal surgeries presents with abdominal pain. Today she started with nausea followed by ¿bad¿ abdominal pain, shortness of breath, severe nausea without vomiting. Exam: abdominal: soft, no distension, bowel sounds increased, tenderness in epigastric area. Incision is well healing. Disposition: the pt is stable for discharge. No signs of dehiscence or surgical complication on CT scan. ¿ (B)(6) 2014: emergency department. Abdominal pain secondary to hernia repair two weeks ago. Nausea, diarrhea. Disposition: the pt is stable for discharge.¿ ¿ (B)(6) 2014: fluoroscopy upper gi with kub. Impression: ¿large amount of gastric debris. Less than expected proximal small bowel loop opacification with barium at end of examination. Findings suggest slow gastric emptying. Mild esophageal dysmotility.¿ ¿ (B)(6) 2014: ¿follow-up laparoscopic nissen fundoplication with paraesophageal hiatal hernia repair. Complaining of epigastric discomfort and bloating. Did upper gi today, stomach did not appear very dilated. Does have a lot of old food in stomach. Surprisingly, she has no air or fluid that comes out when we vent her g-tube. Plan on scoping her friday. Plan on hopefully maybe even doing a balloon dilatation of her pylorus.¿ ¿ (B)(6) 2014: emergency department. ¿6 weeks s/p hernia repair with complication with history of diverticulitis and cameron ulcer. Feels her food become stuck whenever eats causing more pain. Discussed case with dr. (B)(6) (gastroenterology). Scheduled to have her gastric emptying on monday, he attempted to have it done today but all facilities were full. Dr. (B)(6) agrees with labs and x-rays with pain control and patient may d/c to home with follow-up for gastric emptying study as previously scheduled. Impression: nausea. Abdominal pain. Discharged to home.¿ ¿ (B)(6) 2014: x-ray acute abdominal series with chest. Impression: ¿scattered air-fluid levels within multiple mildly prominent small bowel loops with diameter up to 2.7 cm. Findings are most suggestive of ileus or possible gastroenteritis. Given history of abdominal surgery, however, radiographic small bowel series with gastrogafin may be considered for further evaluation if there is clinical concern for partial obstruction. ¿ (B)(6) 2014: CT abdomen/pelvis. ¿surgical changes are visualized at the gastroesophageal junction, compatible with nissen fundoplication. A hiatal hernia is questioned cranial to the esophageal hiatus. Percutaneous gastrostomy tube persists. Impression: questionable ascending colitis.¿ ¿ (B)(6) 2014 ¿ (B)(6) 2014: inpatient admission. O (B)(6) 2014: emergency department. ¿unable to keep anything down. Abdominal pain and abdominal bloating. No bm in 2 days. Recent nissen fundoplication. Impression: intractable vomiting. Abdominal pain. Disposition: admitted. O (B)(6) 2014: nm gastric emptying. ¿nausea, abdominal pain. Impression: delay gastric emptying with only 32% emptying.¿ o (B)(6) 2014: discharge summary. ¿admitted secondary to dehydration and abdominal pain after nissen fundoplication paraesophageal hiatal hernia repair. Started on tpn, treated for increasing nausea. Found to have positive cultures at the peg tube insertion site. ID was involved and she was started on antibiotics. Eventually, her nausea improved as well as her dehydration, but her nausea had not completely resolved. She had a gastric emptying study which showed decreased motility at 35%. She was discharged home on tpn and antibiotics, told to return to clinic ___ [sic] on wednesday.¿ explant preoperative complaints: ¿ (B)(6) 2014: history & physical. ¿nausea and vomiting last night, developed chest pain. Cxr today shows large recurrent hiatal hernia. I repaired her paraesophageal hiatal hernia over a month ago. She already has a peg in place for gastropexy and venting. Current symptoms are positive for pain. Assessment/plan: admit pt, perform egd to confirm recurrence of hiatal hernia as well as to decompress the hernia and make sure that it is not compromised. I have spoken to dr. (B)(6) at piedmont atlanta who is willing to accept her in transfer. Dr. (B)(6) specializes in foregut and is also trained in thoracic surgery in case this needs to be approached through a thoracotomy secondary to a second recurrence in less than two months.¿ ¿ (B)(6) 2014: egd. Findings: ¿recurrent paraesophageal hiatal hernia.¿ ¿ (B)(6) 2014: indications: ¿¿ with a complex surgical history significant for initial paraesophageal hiatal hernia repair with biomesh crural reinforcement on (B)(6) 2014. Four days later, she recurred requiring reoperation. She underwent laparoscopic repair and peg tube placement. Since then, the patient has been treated for intractable nausea and vomiting and severe abdominal pain. During that time po [by mouth] intake was minimal and she is now significantly malnourished. She presented with worsening abdominal pain. Imaging studies revealed a recurrent hiatal hernia with an incarcerated intrathoracic stomach. The patient was transferred for definitive management of her third time hiatal hernia. I recommended laparoscopic repair, possible laparotomy.¿ explant procedure: esophagogastroduodenoscopy (egd). Extensive lysis of adhesions. Recurrent hiatal hernia repair. Gastropexy. Laparoscopic gastrostomy tube placement. Left chest tube placement. Explant date: (B)(6), 2014. ¿ findings: ¿greater that 50% intrathoracic stomach. Thickened fibrotic hernia sac and stomach. Dense adhesions at the hiatus requiring several hours to achieve circumferential mobilization of the esophagus. Several sutures at the level of the hiatus. Implantable biologic mesh, securing the posterior crural closure. Intra-abdominal adhesions.¿ ¿ procedure: ¿an intraoperative esophagogastroduodenoscopy was performed. A bite block was placed. A forward viewing, adult flexible endoscopy was passed transorally. The oropharynx and hypopharynx were traversed under direct visualization and appeared grossly normal. The esophagus was intubated under direct visualization and was easily distensible. The esophagus appeared grossly normal. The endoscope passed beyond the ge junction, but could not pass distally into the stomach as the stomach was within the mediastinum. The proximal stomach appeared viable and healthy. There was a large amount of fluid within the stomach that was aspirated. The endoscopic examination was terminated at this time. The air was aspirated and the scope was pulled back into the distal esophagus. The duodenum was not accessible because of the pathologic anatomy. The peg tube was removed. The peg tube site was closed with a 0 silk suture in a figure-of-eight fashion. The abdomen was prepped and draped in the usual sterile fashion. A 10 millimeter port was placed to the right of midline 5 centimeters below the xiphoid process. Initial port access was accomplished using the hasson cut-down technique. The abdomen was insufflated to a pressure of 15 millimeters of mercury and a 5 millimeter 30-degree camera was inserted. The abdomen was explored. Small number of adhesions were noted in the mi-abdomen near the falciform ligament. No additional pathology was seen at this time. Four additional ports were placed under direct visualization. A 10 millimeter port was placed to the left of midline 5 centimeters above the umbilicus. A 5 millimeter port was placed just below the left costal margin. A 5 millimeter port was placed just below the right costal margin in midclavicular line. A 5 millimeter port was placed laterally of the right for the liver retractor. The min-abdominal adhesions were lysed using a combination of blunt and short dissection with the sonicision energy device. The prior gastrostomy site was found along the greater curvature. Using an endostitch suturing device, the gastrostomy was closed in a simple interrupted fashion with 2-0 surgidac suture. The 2-3 sutures were place avoid spillage of gastric contents. There were a dense adhesions on the undersurface of the liver. These were carefully lysed in similar fashion. Once the surgical field was cleared the liver retractor was placed exposing the hiatus. Greater and then 50% of the stomach was intrathoracic. The stomach was carefully grasped with snowden penser graspers and gently reduced into the abdomen. The stomach was thickened, fibrotic and under tension from mediastinal adhesions. When released, it retracted back into the mediastinum. I then began dissecting the hernia sac at the level of the hiatus. I first started anteriorly and found the avascular plane between the hernia sac and pericardium. Using a combination of blunt and sharp dissection, the hernia sac was dissected anteriorly into the mediastinum. The mediastinal dissection continued to the right. The sac was dissected off the pleura. The continued posteriorly separating the sac from the aortic place. The left was done in similar fashion. The sac was thickened and fibrotic and densely adherent in the mediastinum. This required several hours of work before adequate circumferential esophageal mobilization to the level of the inferior pulmonary veins was achieved. Care was taken to avoid any injury to the esophagus, stomach and to preserve the anterior/posterior vagus nerves during the dissection. Once the sac was completely mobilized, the stomach was then easily reduced into the abdomen. Next, attention was turned to the hiatus. The stomach was anchored to the right crus with multiple sutures. These sutures were carefully dissected, divided and removed. This further mobilized the stomach. The right crus was completely free of attachments to the stomach and esophagus. The left crus was mobilized in a similar fashion. Next, attention was turned posteriorly. The stomach was very adherent posteriorly to the biomesh used for the prior crural repair. The stomach was carefully mobilized off of the biomesh. Using a combination of sharp and blunt dissection, the alloderm biomesh was carefully dissected off of the posterior hiatus. This dissection took more than 1.5 hours. Once completely dissected, the alloderm was removed from the abdomen and discarded. The posterior crural closure also involved several sutures that were placed. These sutures were mobilized, divided and removed. I then returned to the mediastinum to access for additional adhesions. At this time the patient developed a left pneumothorax. Although she remained hemodynamically stable, the left diaphragm became floppy and impeded visualization. Therefore, a 24-french straight chest tube was placed in the 7th intercostal space in the anterior axillary line using a cut-down technique. The tube was secured with 0 silk suture, placed to a pleurovac and placed on suction. The pneumothorax resolved and the diaphragm went back to normal position. The procedure continued in the mediastinum until adequate circumferential mobilization was achieved. The intra-abdominal esophageal length which was measured at 2.5 centimeters. A 56-french bougie was placed by me for a posterior crural closure. The crura and diaphragm were stiff because of adhesions to the liver and spleen. The liver and spleen were dissected off the diaphragm and crura. This allowed better approximation and less tension on the closure. I clamped the chest tube to recreate the pneumothorax and make the diaphragm floppy again relieving tension. Posterior crural closure was performed using the endostitch suturing device with 0 surgidac suture in a simple interrupted fashion. Three sutures were placed. The closure was a tension-free. Next, a gastropexy was performed. The stomach was inspected for full mobilization and a few additional short gastrics were clipped and divided. The stomach was pexied to the anterior abdominal wall using the endostitch suturing device in a simple interrupted fashion. The greater curvature was secure to the anterior abdominal wall with 6-8 sutures. Care was taken preserve the angle of his. As much as possible, the stomach remained in its normal anatomic position. Next, a laparoscopic gastrostomy tube was placed through the prior peg tube site. The tube was place through the abdominal wall and then laparoscopically placed into the prior gastrostomy. The balloon was inflated with 8 milliliters of water. A bolster was placed and the gastrostomy tube was secured to the skin with 0 silk suture x2. The abdomen was inspected and adequate hemostasis was achieved. Intraoperative upper endoscopy was repeated. The endoscope passed easily through the ge junction and the hiatus. A complete examination of the stomach was performed and the stomach appeared grossly normal. The pylorus was widely patent and easily intubated. The gastroscope was passed to approximately 90 centimeters and the first and second portion of the duodenum appeared grossly normal. The air was desufflated and the gastroscope was withdrawn to the distal esophagus. A leak test was performed under water. There was no evidence of esophageal or gastric perforation. The stomach was desufflated and the endoscope was withdrawn. Final inspection was performed and hemostasis was adequate. The liver retractor was removed. The cutdown port was removed and the incision was closed with a 0 vicryl suture using a carter-thomason suture device. The remaining ports removed under direct visualization were hemostatic. The cutdown port site was closed in layers with 2-0 vicryl and 4-0 vicryl to reapproximate the skin. All remaining port sites were closed with 4-0 vicryl in a simple interrupted fashion. Mastisol, steri-strips and band-aids were applied. Sterile dressings were applied to the gastrostomy and chest tubes.¿ conclusion: it should be noted that the gore® bio-a® tissue reinforcement instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿it is recommended that the device be placed next to well-vascularized tissue. Gore® bio-a® tissue reinforcement is not recommend for permanent bridging of fascial defects. The gore® bio-a® tissue reinforcement may be suture-tacked to host tissue for stabilization.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Gore recommends that the device may be sutured to host tissue for stabilization using absorbable or permanent sutures. Fixation methods other than those described above have not been evaluated for use with gore® bio-a® tissue reinforcement. The physician should reference the manufacturer¿s instructions for use and any supporting clinical literature regarding any potential adverse reactions related to fixation devices. Actions of a healthcare professional/device user, if inconsistent and/or non-conforming to a manufacturer¿s intended uses, recommendations, instructions for use (IFU), or recognized best practices related to device-device compatibility, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Although product identification and lot information were not provided, standard manufacturing procedures require lot history review before release of the device to ensure compliance with device specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. D7: corrected explant date. H6: codes 4118/3221 - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2014, including records for cholecystectomy, were not provided. On (B)(6) 2014: portable ap chest. Findings: ¿there is a hiatal hernia.¿ on (B)(6) 2014: ed note. ¿hpi: abdominal pain, started beginning of last week on and off, gradually worse. Pain to lower abdomen, radiates to back. Dysuria. Nausea and no vomiting. Pmh: gerd (gastroesophageal reflux disease). Psh: tubal ligation, cholecystectomy. Impression: abdominal pain of unknown etiology; diverticulitis.¿ on (B)(6) 2014: CT of the abdomen and pelvis with IV contrast. Findings: ¿imaging of the lower chest demonstrates a moderate-sized hiatal hernia. Impression: nonobstructing large left renal stone. Suspected sigmoid diverticulitis, treatment and follow-up colonoscopy suggested.¿ on (B)(6) 2014: history & physical. ¿hpi: abdominal pain, llq radiating across lower abdomen, sharp, 8/10. No alleviating or relieving factors. Pain off and on for the past few weeks. Exam: abdominal: soft. Bowel sounds normal, no distension, tenderness (ttp llq). Assessment: acute diverticulitis. Plan: admit for floor.¿ (B)(6) 2014: fluoroscopy upper gi with kub with contrast. ¿indication: abdominal pain, history of hiatal hernia with ulcer. Impression: tertiary contractions in the esophagus. Large hiatal hernia. (B)(6) 2014: office note. Hpi: referred to be evaluated for symptomatic hiatal hernia. Has a large hiatal hernia that is causing a lot of symptoms. Reflux symptoms, early satiety, bloating, shortness of breath. Has known cameron ulceration. Assessment/plan: sounds as if she does have a symptomatic large hiatal hernia. Already scheduled for manometry and ph probe. I am going to plan on seeing her back afterwards.¿ (B)(6) 2014: office note. ¿motility study was normal, showed some esophageal body function, peristalsis with small and large peristaltic breaks. It was felt that this motility was adequate for paraesophageal hiatal hernia repair. She is still suffering from reflux symptoms. Assessment and plan: scheduling her for a laparoscopic hiatal hernia repair with nissen fundoplication.¿ (B)(6) 2014: operative note. ¿pre/postop diagnosis: gastroesophageal reflux disease refractory to medical management, cameron ulcerations resulting in anemia and a large type 3 hiatal hernia. Procedures: laparoscopic nissen fundoplication. Repair of large type 3 hiatal hernia with bio-a mesh crural reinforcement.¿ description of procedure: ¿I entered the abdomen using a 5 millimeter optical trocar in the supraumbilical area approximately 15 centimeter inferior to the xiphoid process. Abdomen was insufflated with co2. Scope was introduced. There was no evidence of trocar trauma. I then placed two 5 millimeter trocars laterally on the patient¿s life side, a 5 millimeter trocar on the right side. This was all done under direct visualization of the camera. Nathansen retractor was then placed inferior to the xiphoid process. This was done without difficulty and left lobe of the liver was retracted. The patient was found to have a large type 3 hiatal hernia, probably about half of the stomach was in the chest. At this point, I started on the greater curvature of the stomach, taking down the short gastric vessels. This was performed with the harmonic scalpel, continued up to the left crus and was able to grasp the hernia sac. I then was able to transect the hernia sac on the crus, all the while reducing the hernia sac. This was performed posteriorly as well as all the way anteriorly. I then moved to the right side, took down the pars flaccida with the harmonic scalpel, worked my way up on the right side, worked my way just medial to the right crus and I was able to grasp the sac and again I transected it and was able to reduce it back within the abdomen. At this point, I felt like I had good esophageal length. The stomach freely sat within the abdomen. I then performed a crural closure with 0 ethibond suture in simple interrupted fashion. Next, I went posterior and I was able to grasp the fundus and bring it around to perform a 360 degree wrap 56-french bougie was then placed through the esophagus and I performed a wrap over the 56-french bougie. Three sutures were used, the 1st two making sure to get fundus as well as esophagus. At this point I felt like I had a nice floppy and loose wrap. I removed the bougie and I was able to easily get my grasper up underneath the wrap in an open position. It was definitely very loose and floppy. I then cut a piece of bio a crural mesh to size. It was then placed over the crural repair and then tacked in place with tisseel. Next, dr. Powell performed an egd and the wrap looked good. There was no evidence of bleeding, I removed the retractor and then deflated the abdomen, removed the trocars and then closed the incision sites with 4-0 vicryl.¿ product identification records for the alleged ¿gore® bio-a® tissue reinforcement¿ were not provided. (B)(6) 2014: discharge summary. ¿the patient is a 58-year-old female who is status post laparoscopic nissen fundoplication and hiatal hernia repair. Postoperatively, she did quite well. On postoperative day 1, she was tolerating a diet. She was discharged home and told to return to clinic with me in 1 week.¿ (B)(6) 2014: ed note. ¿hpi: postop abdominal pain that began this morning. There is associated constipation and emesis. She states she has not had a bm since a recent surgery on (B)(6) 2014. She took two stool softeners this morning. Her pain began an hour after taking the stool softeners. Exam: abdominal: soft. Bowel sounds normal, no distension, no mass, tenderness (suprapubic). Impression: abdominal pain. Ileus. Rbbb (right bundle branch block with left anterior fascicular block). Does not agree with results and request a consult with her surgeon, dr. Joseph morris.¿ (B)(6) 2014: fluoroscopy upper gi with kub and contrast. ¿there is a fairly large hiatal hernia projecting into the mid and left lower chest containing approximately 1/3 of the stomach.¿ (B)(6) 2014: CT abdomen pelvis without contrast. ¿indication: probable ileus, abdominal pain, postop ileus. Impression: there is a large hiatal hernia with the majority the stomach within the chest. There is a radiopaque density seen within the body and antrum of the stomach with surrounding scar artifact. There is moderate distention of the remainder of the stomach within the abdominal cavity and fluid and debris. Addendum: after further discussion with dr. Morris the air or fluid above the diaphragm this could possibly be in a potential space from a recent niesen fundoplication and withdrawal the stomach into the upper abdomen. The possibility of a small amount of residual or recurrent hiatal hernia cannot be excluded. The patient is scheduled for a limited esophagram and upper gi later today.¿ (B)(6) 2014: x-ray acute abdominal series with chest. ¿indication: severe abdominal pain, recent hiatal hernia surgery. Impression: bowel gas pattern suggestive of ileus. Clips in the right upper quadrant. Large stone in the left kidney. Large hiatal hernia.¿ (B)(6) 2014: history & physical. ¿hpi: had a periesophageal hernia which was reduced and repaired with mesh. There appears to be an anterior thoracic portion of the stomach with a fair amount of food in the remaining portion of the stomach, and there are some air-fluid levels in the proximal portion of the stomach near the presumed wrap. Impression: postoperative nausea and vomiting. Nissen fundoplication, possible ileus versus secondary effects of narcotics versus early partial small bowel obstruction.¿ (B)(6) 2014: operative note. ¿pre/postop diagnosis: recurrent hiatal hernia. Name of procedure: laparoscopic repair of recurrent hiatal hernia. Egd with peg tube placement.¿ description of procedure: ¿at this point, I entered the abdomen using a 5 millimeter optical trocar in the previous supraumbilical incision; this was done without difficulty. Abdomen was insufflated with co2. Scope was introduced. There was no evidence of trocar trauma. I then placed 5 millimeter trocars on the left side through the previous incision sites, 5 millimeter trocar was placed in the right side through the previous incision site. A small incision was made through the previous incision inferior to the xiphoid process and the nathasen retractor was placed through this incision site. The left lobe of the liver was retracted. At this point, I was able to examine the stomach. It looked as if the wrap herniated back through my hiatal hernia repair posteriorly. At this point, I was able to grasp the stomach and begin pulling the wrap back down out of the stomach. It was somewhat difficult, but eventually I was able to get it completely down and there seemed to be no tension pulling the wrap back up into the chest. I did take a look at my hernia repair and it looked as if it might need to be tightened just a bit, so I placed one more #0 ethibond suture in the hiatus and tightened my hiatal hernia repair. It did not appear too tight, but seemed to be a little be snugger fit. At this point, I took a look at the rest of the stomach, there appeared to be no injury. Wrap seemed to be fully intact, to be in good position. I then used the scope and advanced through the esophagus and the stomach. Stomach was full of gastric contents and actually had a lot of food particles. On retroflexion, the fundus appeared normal. The wrap appeared to be intact. I then decided to perform a peg tube placement so that it would act as a gastropexy and also be a way to vent her stomach since it looked like her stomach had been so dilated. At this point, I deflated the abdomen. I was able to transilluminate through the anterior abdominal wall and placed my needle in through the wall of the stomach. I was able to grasp the wire which was placed through the needle and this was grasped with the snare and then brought up through the mouth. The peg tube appeared to be in good position. I then reintroduced the scope and the peg tube appeared to be in good position within the stomach. At this point, I reinflated the abdomen and took a look at the hiatal hernia repair which appeared to be in good position. The peg tube appeared to be in good position. There was no bleeding. I then removed the nathansen tractor and deflated the abdomen and closed the incision sites with 4-0 vicryl. The patient tolerated the procedure well.¿ (B)(6) 2014: discharge summary. ¿paraesophageal hiatal hernia repair. Was seen in the emergency room, looked as if she had recurrence of her hernia. She did have an upper gastrointestinal, which confirmed that she had had recurrence of her hiatal hernia. Took her to the operating room for recurrent hiatal hernia repair. Her wrap had herniated up into her mediastinum. I was able to reduce the hiatal hernia and then repair the hiatal hernia again. I also placed percutaneous endoscopic gastrostomy tube to stomach to the abdominal wall as well as to help with any gas. Postoperatively, she did quite well. She was discharged home, told to return to clinic with me in 1 week.¿ (B)(6) 2014: ed note. ¿two recent abdominal surgeries presents with abdominal pain. First hiatal hernia surgery on april 18. She states on tuesday the 22nd she came back to the ER with pain and was discovered that the surgical site had become loose so she was in surgery again on thursday the 24th. Was discharged monday the 28th. Today she started with nausea followed by ¿bad¿ abdominal pain, shortness of breath, severe nausea without vomiting. Exam: abdominal: soft, no distension, bowel sounds increased, tenderness in epigastric area. Incision is well healing. Disposition: the pt is stable for discharge. No signs of dehiscence or surgical complication on CT scan.¿ (B)(6) 2014: ed note. ¿hpi: abdominal pain secondary to hernia repair two weeks ago. Nausea, diarrhea. Disposition: the pt is stable for discharge.¿ (B)(6) 2014: fluoroscopy upper gi with kub with contrast. ¿history: paraesophageal hiatal hernia repair on (B)(6) 2014. Impression: large amount of gastric debris. Less than expected proximal small bowel loop opacification with barium at end of examination. Findings suggest slow gastric emptying. Mild esophageal dysmotility.¿ (B)(6) 2014: office note. ¿follow-up laparoscopic nissen fundoplication with paraesophageal hiatal hernia repair. Complaining of epigastric discomfort and bloating. Did upper gi today, stomach did not appear very dilated. Does have a lot of old food in stomach. Surprisingly, she has no air or fluid that comes out when we vent her g-tube. Plan on scoping her friday. Plan on hopefully maybe even doing a balloon dilatation of her pylorus.¿ (B)(6) 2014: ed note. ¿6 weeks s/p hernia repair with complication with history of diverticulitis and cameron ulcer, sent by gi doctor after a 2 pm appointment for evaluation of chronic but worsening, constant nausea and generalized abdominal pain with constipation since her surgery. Feels her food become stuck whenever eats causing more pain. Discussed case with dr. Arledge (gastroenterology). States the patient was not seen in his office today. She called him about the symptoms, said she would come to the ed. Asked him to call ahead and let the ed know about her arrival. Scheduled to have her gastric emptying on monday, he attempted to have it done today but all facilities were full. Dr. Arledge agrees with labs and xrays with pain control and patient may d/c to home with follow-up for gastric emptying study as previously scheduled. Impression: nausea. Abdominal pain. Discharged to home.¿ (B)(6) 2014: x-ray acute abdominal series with chest. ¿indication: nausea, abdominal pain. Impression: scattered air-fluid levels within multiple mildly prominent small bowel loops with diameter up to 2.7 cm. Findings are most suggestive of ileus or possible gastroenteritis. Given history of abdominal surgery, however, radiographic small bowel series with gastrografin may be considered for further evaluation if there is clinical concern for partial obstruction.¿ (B)(6) 2014: CT abdomen pelvis with IV contrast. ¿history: abdominal pain, cholecystectomy, fundoplication. Surgical changes are visualized at the gastroesophageal junction, compatible with nissen fundoplication. A hiatal hernia is questioned cranial to the esophageal hiatus. Percutaneous gastrostomy tube persists. Impression: questionable ascending colitis.¿ (B)(6) 2014: ed note. ¿hpi: persistent n/v. Unable to keep anything down. Abdominal pain and abdominal bloating. No bm in 2 days. Recent nissen fundoplication. Impression: intractable vomiting. Abdominal pain. Disposition: admitted.¿ (B)(6) 2014: nm gastric emptying. ¿nausea, abdominal pain. Impression: delay gastric emptying with only 32% emptying.¿ (B)(6) 2014: discharge summary. ¿admitted secondary to dehydration and abdominal pain after nissen fundoplication paraesophageal hiatal hernia repair. Started on tpn, treated for increasing nausea. Found to have positive cultures at the peg tube insertion site. ID was involved and she was started on antibiotics. Eventually, her nausea improved as well as her dehydration, but her nausea had not completely resolved. She had a gastric emptying study which showed decreased motility at 35%. She was discharged home on tpn and antibiotics, told to return to clinic [sic] on wednesday.¿ (B)(6) 2014: history & physical. ¿nausea and vomiting last night, developed chest pain. Cxr today shows large recurrent hiatal hernia. I repaired her paraesophageal hiatal hernia over a month ago. She already has a peg in place for gastropexy and venting. Current symptoms are positive for pain. Assessment/plan: admit pt, perform edg to confirm recurrence of hiatal hernia as well as to decompress the hernia and make sure that it is not compromised. I have spoken to dr. Africa wallace at piedmont atlanta who is willing to accept her in transfer. Dr. Wallace specializes in foregut and is also trained in thoracic surgery in case this needs to be approached through a thoracotomy secondary to a second recurrence in less than two months.¿ (B)(6) 2014: operative note. Procedure: egd. Indication: recurrent hiatal hernia. Findings: recurrent paraesophageal hiatal hernia. Description of procedure: ¿after informed consent was obtained from the patient, all questions were answered, patient brought to the operative suite and placed in the left lateral decubitis position. Conscious sedation was performed. Scope was advanced through the bite block in the esophagus. We then entered what appeared to be paraesophageal hiatal hernia. This was mostly periesophageal. The ge junction may have done just above the diaphragm, except there was paraesophageal hiatal hernia. The mucosa looked fine. There was no evidence of tissue compromise. The scope was advanced through the diaphragmatic defect and entered the rest of the stomach. Stomach appeared normal. On retroflexion, I could see ge junction which appeared to be probably just above the diaphragm. There was basically almost a paraesophageal recurrence. The patient also had a large amount of food within the stomach. I then slowly removed the scope. I decompressed the portion of the paraesophageal hernia and slowly removed the scope. The rest of the esophagus appeared normal. The patient tolerated the procedure well.¿ (B)(6) 2014: operative note. ¿preop diagnoses: incarcerated intrathoracic stomach. Recurrent hiatal hernia. Status post hiatal hernia repair x 2. Malnutrition. Postop diagnoses: incarcerated intrathoracic stomach. Recurrent hiatal hernia. Status post hiatal hernia repair x 2. Malnutrition. Left pneumothorax. Procedures: esophagogastroduodenoscopy (egd). Extensive lysis of adhesions. Recurrent hiatal hernia repair. Gastropexy. Laparoscopic gastrostomy tube placement. Left chest tube placement. Complications: left pneumothorax.¿ findings: ¿greater that 50% intrathoracic stomach. Thickened fibrotic hernia sac and stomach. Dense adhesions at the hiatus requiring several hours to achieve circumferential mobilization of the esophagus. Several sutures at the level of the hiatus. Implantable biologic mesh, securing the posterior crural closure. Intra-abdominal adhesions. Indications: this patient is a 58-year-old female with a complex surgical history significant for initial paraesophageal hiatal hernia repair with biomesh crural reinforcement on (B)(6) 2014. Four days later, she recurred requiring reoperation. She underwent laparoscopic repair and peg tube placement. Since then, the patient has been treated for intractable nausea and vomiting and severe abdominal pain. During that time po [by mouth] intake was minimal and she is now significantly malnourished. She presented to peidmont newnan with worsening abdominal pain. Imaging studies revealed a recurrent hiatal hernia with an incarcerated intrathoracic stomach. The patient was transferred for definitive management of her third time hiatal hernia. I recommended laparoscopic repair, possible laparotomy.¿ description of procedure: ¿an intraoperative esophagogastroduodenoscopy was performed. A bite block was placed. A forward viewing, adult flexible endoscopy was passed transorally. The oropharynx and hypopharynx were traversed under direct visualization and appeared grossly normal. The esophagus was intubated under direct visualization and was easily distensible. The esophagus appeared grossly normal. The endoscope passed beyond the ge junction, but could not pass distally into the stomach as the stomach was within the mediastinum. The proximal stomach appeared viable and healthy. There was a large amount of fluid within the stomach that was aspirated. The endoscopic examination was terminated at this time. The air was aspirated and the scope was pulled back into the distal esophagus. The duodenum was not accessible because of the pathologic anatomy. The peg tube was removed. The peg tube site was closed with a 0 silk suture in a figure-of-eight fashion. The abdomen was prepped and draped in the usual sterile fashion. A 10 millimeter port was placed to the right of midline 5 centimeters below the xiphoid process. Initial port access was accomplished using the hasson cut-down technique. The abdomen was insufflated to a pressure of 15 millimeters of mercury and a 5 millimeter 30-degree camera was inserted. The abdomen was explored. Small number of adhesions were noted in the mi-abdomen near the falciform ligament. No additional pathology was seen at this time. Four additional ports were placed under direct visualization. A 10 millimeter port was placed to the left of midline 5 centimeters above the umbilicus. A 5 millimeter port was placed just below the left costal margin. A 5 millimeter port was placed just below the right costal margin in midclavicular line. A 5 millimeter port was placed laterally of the right for the liver retractor. The min-abdominal adhesions were lysed using a combination of blunt and short dissection with the sonicision energy device. The prior gastrostomy site was found along the greater curvature. Using an endostitch suturing device, the gastrostomy was closed in a simple interrupted fashion with 2-0 surgidac suture. The 2-3 sutures were place avoid spillage of gastric contents. There were a dense adhesions on the undersurface of the liver. These were carefully lysed in similar fashion. Once the surgical field was cleared the liver retractor was placed exposing the hiatus. Greater and then 50% of the stomach was intrathoracic. The stomach was carefully grasped with snowden penser graspers and gently reduced into the abdomen. The stomach was thickened, fibrotic and under tension from mediastinal adhesions. When released, it retracted back into the mediastinum. I then began dissecting the hernia sac at the level of the hiatus. I first started anteriorly and found the avascular plane between the hernia sac and pericardium. Using a combination of blunt and sharp dissection, the hernia sac was dissected anteriorly into the mediastinum. The mediastinal dissection continued to the right. The sac was dissected off the pleura. The continued posteriorly separating the sac from the aortic place. The left was done in similar fashion. The sac was thickened and fibrotic and densely adherent in the mediastinum. This required several hours of work before adequate circumferential esophageal mobilization to the level of the inferior pulmonary veins was achieved. Care was taken to avoid any injury to the esophagus, stomach and to preserve the anterior/posterior vagus nerves during the dissection. Once the sac was completely mobilized, the stomach was then easily reduced into the abdomen. Next, attention was turned to the hiatus. The stomach was anchored to the right crus with multiple sutures. These sutures were carefully dissected, divided and removed. This further mobilized the stomach. The right crus was completely free of attachments to the stomach and esophagus. The left crus was mobilized in a similar fashion. Next, attention was turned posteriorly. The stomach was very adherent posteriorly to the biomesh used for the prior crural repair. The stomach was carefully mobilized off of the biomesh. Using a combination of sharp and blunt dissection, the alloderm biomesh was carefully dissected off of the posterior hiatus. This dissection took more than 1.5 hours. Once completely dissected, the alloderm was removed from the abdomen and discarded. The posterior crural closure also involved several sutures that were placed. These sutures were mobilized, divided and removed. I then returned to the mediastinum to access for additional adhesions. At this time the patient developed a left pneumothorax. Although she remained hemodynamically stable, the left diaphragm became floppy and impeded visualization. Therefore, a 24-french straight chest tube was placed in the 7th intercostal space in the anterior axillary line using a cut-down technique. The tube was secured with 0 silk suture, placed to a pleurovac and placed on suction. The pneumothorax resolved and the diaphragm went back to normal position. The procedure continued in the mediastinum until adequate circumferential mobilization was achieved. The intra-abdominal esophageal length which was measured at 2.5 centimeters. A 56-french bougie was placed by me for a posterior crural closure. The crura and diaphragm were stiff because of adhesions to the liver and spleen. The liver and spleen were dissected off the diaphragm and crura. This allowed better approximation and less tension on the closure. I clamped the chest tube to recreate the pneumothorax and make the diaphragm floppy again relieving tension. Posterior crural closure was performed using the endostitch suturing device with 0 surgidac suture in a simple interrupted fashion. Three sutures were placed. The closure was a tension-free. Next, a gastropexy was performed. The stomach was inspected for full mobilization and a few additional short gastrics were clipped and divided. The stomach was pexied to the anterior abdominal wall using the endostitch suturing device in a simple interrupted fashion. The greater curvature was secure to the anterior abdominal wall with 6-8 sutures. Care was taken preserve the angle of his. As much as possible, the stomach remained in its normal anatomic position. Next, a laparoscopic gastrostomy tube was placed through the prior peg tube site. The tube was place through the abdominal wall and then laparoscopically placed into the prior gastrostomy. The balloon was inflated with 8 milliliters of water. A bolster was placed and the gastrostomy tube was secured to the skin with 0 silk suture x2. The abdomen was inspected and adequate hemostasis was achieved. Intraoperative upper endoscopy was repeated. The endoscope passed easily through the ge junction and the hiatus. A complete examination of the stomach was performed and the stomach appeared grossly normal. The pylorus was widely patent and easily intubated. The gastroscope was passed to approximately 90 centimeters and the first and second portion of the duodenum appeared grossly normal. The air was desufflated and the gastroscope was withdrawn to the distal esophagus. A leak test was performed under water. There was no evidence of esophageal or gastric perforation. The stomach was desufflated and the endoscope was withdrawn. Final inspection was performed and hemostasis was adequate. The liver retractor was removed. The cutdown port was removed and the incision was closed with a 0 vicryl suture using a carter-thomason suture device. The remaining ports removed under direct visualization were hemostatic. The cutdown port site was closed in layers with 2-0 vicryl and 4-0 vicryl to reapproximate the skin. All remaining port sites were closed with 4-0 vicryl in a simple interrupted fashion. Mastisol, steri-strips and band-aids were applied. Sterile dressings were applied to the gastrostomy and chest tubes. The sponge, instrument and needle counts were correct at the end the case. The patient tolerated the procedure well. The patient was extubated and transported to recovery in stable condition.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® bio-a® tissue reinforcement instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.